Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 1 patient sample tested for ft3 - free triiodothyronine (ft3 iii) and free thyroxine (ft4 ii). Based on the clinical status of the patient, they expected results in the normal range for someone with a normal functioning thyroid. The erroneous results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(4) for information on the ft4 ii erroneous results. The ft3 iii result from the e 170 analyzer was 9.23 pmol/l. The sample was repeated and the result was 9.10 pmol/l. The ft4 ii result from the e 170 analyzer was 25.12 pmol/l. It is not known if an adverse event occurred. No adverse event was reported. The e 170 analyzer serial number was (B)(4).

Manufacturer narrative:
The patient sample was submitted for investigation.during the preliminary investigation the ft3 and ft4 results of the customer were confirmed. An interfering factor was not identified. The sample was further investigated by sending it out to an external laboratory where it was tested on a siemens instrument. The ft3 and ft4 values were in line with the values received by the customer and the results received by roche during the preliminary investigation.